Event description:
Pt had a port implanted on 5/22/96. Approx. Two hours after initial x-ray, difficulty accessing port noted. Radiologic film taken showed kinking or compression of the left subclavian venous catheter. Pt taken back to surgery for removal of port. Upon initial insertion of the port placement was appropriate per c-arm and catheter flushed freely.